Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. The device was broken approximately mid shaft and the evaluation of the rupture surface profile under magnified pictures evidenced arrest or propagation lines characteristic of fatigue. The external diameter of the bone screw met the print specifications and the drawings requirements. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Such an event occurring on a screw manufactured in december 2004 is assumed to be the result of fatigue spreading on a repeatedly solicited device. As mentioned in the IFU, implants cannot indefinitely withstand the activity level and loads of normal healthy bone. In cases where healing is delayed or does not occur, the implant will be subjected to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, the loads produced by weight bearing and the activity levels will, among other conditions, dictate the longevity of the implant. In this case, revision surgery was conducted but because the manufacturing batches involved are almost 9 years old, one would presume that these implants were put in place for a long time prior to breakage. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. Such an event occurring on a screw manufactured in december 2004 is assumed to be the result of fatigue spreading on a repeatedly solicited device. Thus, the complaint condition is due to the conditions of use.

Event description:
It was reported that, "dr. (B)(6) reported to us that a patient came in with pain. He took some x-ray and observed that both screws are broken. During surgery they removed the screws. The top of the screws couldn't be removed."

Event description:
It was reported that, "dr. (B)(6) reported to us that a patient came in with pain. He took some x-rays and observed that both screws are broken. During surgery they removed the screws. The top of the screws couldn't be removed."